Manufacturer narrative:
Section a2, a4 and a5: information requested and it was not provided. Section d6a: if implanted, give date: not applicable, as laser system is not an implantable device. Section d6b: if explanted, give date: not applicable, as laser system is not an implantable device. Section h3: device evaluation, the catalys system was not returned for evaluation. An application support manager was onsite for surgery support. Asm provided surgery support for 6 cases including capsulotomy/ fragmentation/ arcuate incisions. Prior to the cases, asm reviewed docking utilizing the liquid optics interface, also utilized catalys simulator to practice visualize/customize and integral guidance. Asm reviewed templates for case, surgeon utilized cap/frag. All questions were answered. System was performing to specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that one of their patients did not dilate well, and surgeon decided to suppress capsulotomy. Application support manager informed the surgeon to consider suppressing fragmentation as well. The surgeon did not want to suppress fragmentation. While trying to remove the nucleus, the surgeon had to perform a vitrectomy. After speaking with surgeon, he commented that it was a complicated case and doesn¿t believe this was due to the catalys laser.